Event description:
It was reported that the customer's transmitter did not blink when the sensor was connected to it. The customer's blood glucose level was 104 mg/dl. Standard troubleshooting was performed. The customer discovered that the sensor's cannula was bent. The product was returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed a visual inspection and found bent electrode. The sensor failed per inspection. Analysis not required due to the complaint related to the transmitter.